Event description:
The patient was admitted to the hospital in 2006 for removal and replacement of bilateral breast implants secondary to right breast implant deflation, left implant malposition and bilateral moderate wrinkling. The exact date of the implantation of these breast implants are unk. However, she had breast cancer diagnosed in 2000 and under went a breast lumpectomy and then bilateral mastectomies. She has a history of having reconstructive breast surgery four times since 2000.